Manufacturer narrative:
(B)(4). The anomaly observed in the field was confirmed in the laboratory. Communication could not be established between the device and the programmer due to a depleted battery. Excess current drain was detected. High current drain was traced to an anomaly in the rf module.

Event description:
It was reported that the device could not be interrogated despite several attempts such as trying with different programmers, different rooms etc. The device was replaced. Patient condition was reported to be good.